Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq syringe pump had flow issues. During infusion, 0.33 ml of caffeine citrate was given over 30 minutes. After 30 minutes, the pump indicated "infusion complete" but 0.2 ml of medication remained in the syringe. This occurred during patient infusion in the nicu department. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.